Manufacturer narrative:
Unit p-cap, reservoir locked properly in place. Unit received with cracked glass. After battery installation unit gave an unexpected blank/white flashing display followed by an unexpected intermittent beep alarm due to cracked, broken traces on lcd glass between the lcd controller and the lcd image area. Unable to perform functional testing including self test, sleep current measurement, active current measurement or displacement test due to display anomaly. (B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump was smashed and crack inside screen. The customer stated that insulin pump was fell on ice. No harm requiring medical intervention was reported. The insulin pump was returned for analysis.